Event description:
It was reported that one day post operative the right ventricular (rv) thresholds were high measuring 3.2 v and at implant thresholds measured 0.4v. The field representative was inquiring if it was fusion. It was noted that the patient is conducting intermittently however, the evoked response is falling into the loss of capture. Additionally, the r waves have dropped. Technical services suggested to wait another day. At this time, the lead remains in service. No adverse patient effects were reported.